Manufacturer narrative:
Imdrf impact code f2301 captures the reportable event of retrieval of the detached cutting wire using a retrieval device. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the needle of the rx needle knife xl broke and fell into the patient. It was reported that the detached needle was successfully retrieved using a biopsy forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.